Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The right atrial (ra) lead exhibited possible atrial undersensing noted on stored electrograms (egm) with pacing and false device classified termination of ongoing atrial arrhythmia. The ra lead remains in use. No further patient complications have been reported as a result of this event.